Event description:
It was reported the patient went to the emergency room because, the incision was "leaking a little bit". A culture was taken and the patient was informed he had "infection bugs". The patient was given antibiotics. The patient was later seen by the primary hcp and noted no infection and no drug withdrawal.

Manufacturer narrative:
(B) (4).